Event description:
A healthcare facility reported to our sales rep that the seal of rt040m full face mask became loose and could not be kept in place when attempted.

Manufacturer narrative:
The investigation was conducted based on the returned sample, event description and previous investigations on similar complaints. Results: the seal was held to the mask base by friction. The friction applied was not sufficient enough to hold the seal to the base of the mask. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.